Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device to stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as "replace instrument" with the gen11 later in the procedure, and continued usage can result in a broken blade. With the blade discolored (blue) due to heat generated from contact between the blade and tissue pad the blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Event description:
It was reported that during a laparoscopic hernia procedure, when the surgeon used device in the case to take the adhesion, after using the instrument for around ten minutes, the screen of the gen11 showed 'release pressure". Then the surgeon reactivated it again but failed. The nurse tried to clean the blade and activate by max button again and another error code appeared "instrument error", they tried to examine the blade, and tried to clean it again. Then, the blade of the jaw fell off on the floor. They have replaced with another device and continued his surgery. There were no adverse consequences for the patient. One device will be returning.